Event description:
The controller (B)(6) was returned with no additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of recurrent backup battery fault alarms was unable to be confirmed. The downloaded log files did not capture this alarm type and revealed that the system controller was functioning as intended. Pump operation was not affected. The system controller (B)(6) was returned for testing. The controller underwent functional testing and the reported backup battery faults were not reproduced. A root cause for the reported event could not be conclusively determined through this investigation. Incidental findings: kinked white and black power cables. The white power cable internal wires orange (transmission communication) and clear (positive power line) were noted to be an open loop. Upon slight tugging force, the orange internal wire became severed. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available online. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 lvas IFU section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Additionally, these sections instruct users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes how to replace the system controller backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 patient handbook section 10 - ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The reason for the controller return was due to recurrent backup battery (ebb) faults.